Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) ilpc341u, (certain low profile one-piece abutment 3.4mm(d) x 1mm(h)) for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR review was completed for the subject lot number 2022010564. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022010564 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: email address unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the item was fractured at the screw. The affected dental position is unknown.